Manufacturer narrative:
Based on the analysis of the information obtained, varian believes that an unintended exposure to radiation potentially occurred. The method used to investigate the device consisted of evaluating the log files form the calypso system which tracks inputs and outputs from the calypso system and allow analysis of the use of the device. The results of the investigation show that calypso operated as intended. The customer installed a new treatment planning system and started using a custom crf that was different from the varian eclipse crf, but did not change how they entered the calypso plan. This is the root cause for the prone/supine inversion. (B)(4).

Event description:
The user called the varian helpdesk alleging one of the three calypso transponder beacons, implanted into a pt for a prostrate treatment, was not working properly. This allegation prompted varian to pull the log files from the calypso computer to understand the problem. After analyzing the log files, varian determined that calypso operated as intended. The user utilized a custom crf (coordinate reference frame) not supported by calypso and the user did not adjust the data input for the calypso plan to accommodate for the new custom crf. This resulted in a prone/supine inversion from the treatment plan versus the calypso plan. The user initially attempted to localize the pt with all 3 transponder beacons and the log files from calypso show that all transponders had strong signals. The calypso system displayed a rotational alignment error, warning the user that the threshold of 60 degrees of rotation was exceeded. There is no override available to the use for a rotation of greater than 60 degrees and therefore an interlock prevents treatment. The user attempted to localize 14 times and received the same error message. The user then disabled one of the three transponder beacons in order to localize using only two beacons. Calypso detected a target rotation of 50 degrees compared to what was planned and presented a warning to the user that "the detected target rotation (50 degrees) exceeds the rotation alignment limit (10 degrees)". If the rotation is less than 60 degrees the user is given the option to continue or re-plan based on clinical protocol. The user decided to override this warning and localize the pt with data provided and treated the pt. The pt received 10 fractions of treatment from (B)(6) 2014 utilizing this localization data. Based on the information obtained form the log files of the calypso system, the localization of the isocenter from calypso that was used to treat the pt was off by 1.13 cm from what was intended. The user alleges that there was no misadministration and that they treated the pt as they intended. The user stated that the pt involved did not suffer any adverse effects from the treatment. Varian will submit a follow-up report should more information be obtained.